Manufacturer narrative:
Journal title: packing technique with or without remodeling for endovascular coil embolization of renal artery aneurysms: safety, ef ficacy and mid-term outcomes j. Clin. Med. 2021, 10, 326. Https://doi.org/10.3390/jcm10020326 https://www.mdpi.com/journal/jcm. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a retrospective study involving 18 patients who underwent preventive endovascular raa coil embolizations. Medtronic¿s everflex nitinol self-expanding stent was used during treatment of some patients. 6 of 18 patients were treated with stenting and coiling. No major post-operative complications are reported for the population. Aneurysm reported in ostial location, on the right side which was incidental discovery. The patient was indicated for treatment due to size greater than 15mm. Aneurysm size reported as 23mm with neck size 15mm. The parent artery size reported as 6mm. 1 efference branch reported. Short term imaging results revealed incomplete occlusion. Patient was followed up for 99 months. Complete occlusion was reported after reintervention. No failure of the stent implanted has been reported.